Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not believe the pump was delivering basal insulin. Customer stated that manual injections were keeping blood glucose levels in target, however the pump was not. Customer's blood glucose level was (210-214 mg/dl). Customer delivered a bolus via the pump and manual injections, and set a temporary rate of (B)(4) to address bg levels. Customer disconnected from the pump and performed troubleshooting to determine if basal was delivering. Customer confirmed that basal was being delivered.